Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had air bubbles / air in line. The following information was provided by the initial reporter: pt's chemo infusion was running. I was in the pt's room preparing for infusion to end and to prep next step in chemo regimen and noticed that the IV line had air in it approximately 10 inches past the pump. Infusion then at that point alarmed that there was "air in line". I turned off the infusion and reported the incident to my manager. Manager took pump out of rotation. Additional information received from the customer: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Can you please provide the material and lot number associated with tube related issues? I am retrieving this info and will get back to you. Apologies on the delay. What was the medication/fluid in use at the time of the event? Yes.